Manufacturer narrative:
It was reported that the device is not expected to be returned therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Per sr, they put the device in the patient and sr guessed when they were trying to rex it, it pulled the wire and it was weird, the wire was being pulled by the device like back up into the device but it wasn't coming out the back of the device. It was just getting stuck inside the device somewhere. They had to use another device, which was another jetstream of the same size, to complete the procedure. This happened during the procedure and inside the patient's body. No complications. Patient's fine. The patient was not harmed. It was fine they just had to use a different device.